Manufacturer narrative:
Device was not returned to numed for evaluation. The device was being used off-label for an unapproved indication. This catheter is only indicated for percutaneous valvuloplasty of the pulmonary valve. This device was being used for aortic stenosis. A comparative catheter was pulled and tested for rated burst pressure. This device was the same catalog number as the complaint catheter. The labeled rated burst pressure for this device is 2.0 atm. The comparative catheter was immersed in a body temperature bath and inflated until it failed. The catheter did not burst until 2.5 atm, which is above the labeled rbp of 2.0 atm. It is unknown what the complaint catheter burst at and it is also unknown if an inflation device with pressure gauge was used during the procedure as recommended in the instructions for use.

Event description:
As reported by the distributor bis "balloon ruptured during a case. In an email from the account (B)(6) 2017: balloon used for valvuloplasty, reported to have ruptured. While attempting to remove the catheter, the provider was unable to remove. Patient had to have catheter removed surgically. Balloon was being used for severe aortic stenosis. It is not documented whether or not an inflation device with pressure gauge was used. An 8fr standard sheath was used. It is unknown if there was anything unusual about the patient anatomy. Post procedure patient was transferred to the or for catheter removal, vital signs were within normal limits. A second balloon was not used to complete the procedure. It is not documented at what atm the balloon ruptured."